Manufacturer narrative:
Correction to d4: lot#. D4: the correct lot # is ¿20n031¿, previously submitted as ¿20m034¿. H4: the lot was manufactured from december 09, 2020 ¿ december 10, 2020. H10: one (1) actual sample was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device. During fill, no leak was observed. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2021, reported as "last few months". Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors leaked. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.